Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported "staple jamming." This occured prior to use during inspection. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The stapler was returned with one staple in the cover block. Upon functional testing, the staple fully formed and released correctly. The device was disassembled and die casting anomalies on the forming tool were also discovered. A non-conformance was opened by the manufacturing site to evaluate the issue of staplers failing to function properly due to staple misalignment. The probable root cause was identified as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staple jamming." This occured prior to use during inspection. No patient harm or injury.